Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 12-aug-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power associated with a ventricular assist device (vad) stop and a double disconnect of power sources by the patient. Review of log files also revealed multiple motor starts with parameters outside of the typical range. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2021 at 21:39:17, (B)(6) 2023 at 20:57:28, (B)(6) 2023 at 12:43:45, and (B)(6) 2024 at 07:56:52 in which the motor start parameters were atypical. Log file analysis also revealed a controller power up with an associated pump start event was logged on (B)(6) 2024 at 07:33:09, indicating a loss of power. The data point recorded prior to the loss of power revealed that a power adapter was connected to power port one (1) and that (B)(6) was connected to power port two (2) with 96% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 13 seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 is in vestigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.